Manufacturer narrative:
Visual analysis noted that helix of the device was stretched; elongated helix is consistent with having occurred during procedure. Docking button was measured to be within specification. Further analysis performed noted no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
During the leadless pacemaker (lp) system implant procedure, while repositioning the lp seemed to move rapidly and unexpectedly. The helix appeared to have stretched and release from tissue. A new lp was successfully implanted to resolve the event. The patient was in stable condition.